Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f 65cm rim (j-curve 3) tempo diagnostic catheter, the device broke at the tip. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned. Addendum: the device was returned with the distal tip missing from the tempo diagnostic catheter.